Event description:
The end user was utilizing the walker when the stationary caster housing broke. The pt sustained a laceration to his scalp and was treated on site at the homecare facility.

Manufacturer narrative:
The plastic center hub broke in 2 and separated but remained intact. The broken area of the hub showed no signs of deterioration. From the inspection of the piece, it appears user may have started to fall and the excess pressure broke the wheel hub. Nurse from the home was interviewed but could not confirm when the hub broke, prior to or during the fall.